Manufacturer narrative:
The investigation was completed. Investigation summary: ppae (arrhythmia). The root cause of the injury was unable to be determined due to insufficient clinical details.

Event description:
A 64-year-old male presented in a pre support clinical state consistent with scai cardiogenic shock stage e and underwent high risk percutaneous coronary intervention (hrpci). An impella cp (sn: (B)(6) was implanted via the left femoral artery on (B)(6) 2026 at 3:20 pm to provide temporary circulatory support. Prior to and throughout the procedure, the patient experienced recurrent cardiac arrest with multiple episodes of coding. Despite ongoing impella support, the patient required repeated cycles of CPR, defibrillation, and pharmacologic resuscitation. Based on the information available, the patient¿s death was attributed to the severity of his underlying cardiac condition and refractory cardiogenic shock rather than to any malfunction or performance issue related to the impella device. The patient¿s death is conservatively reported but likely unrelated to device performance but rather the patient¿s critical condition.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.